Event description:
It was reported that a farawave 31 mm during procedure to treat an atrial fibrillation (a fib) presented the flush port broken. To solve the issue the device was replaced, and the procedure was completed without patient complications. The catheter is expected to be returned.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory. No outer abnormalities were observed with the returned device. A guidewire was successfully inserted through the catheter. Deployment was tested multiple times, and deployment to basket and flower was functional with no unusual resistance noted. Flushing through the irrigation port was tested. During irrigation, a leak was observed in the luer of the catheter. The catheter was dissected for further inspection the flushing difficulties. It was revealed that the flush tubing was break from the luer causing the reported flushing issue. Under microscope and with uv light, it was able to observe that there was separation between the flush tubing and the luer. The manufacturing deficiency conclusion code was selected for the finding of strain relief/luer detachment, which is assumed to be the reason for the reported allegation.

Event description:
It was reported that a farawave 31 mm during procedure to treat an atrial fibrillation (a fib) presented the flush port broken. To solve the issue the device was replaced, and the procedure was completed without patient complications. The catheter is expected to be returned.